Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was no flow rate on the arctic sun device. Customer requested for 2000 hours preventive maintenance. Per review of wo on (B)(6)2023, there was no patient involvement. The defect identified during functionality testing.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device and case data were evaluated and the reported issue was confirmed during decontamination where the unit had no suction and needed to be primed to fill. All applicable updates was completed and functionality check was performed along the pre-cal after the repair and were passed all testing. Electrical safety test was performed and passed, completed the final inspection and the as5000 is now ready for used. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that there was no flow rate on the arctic sun device. Customer requested for 2000 hours preventive maintenance. Per review of wo on 24jan2023, there was no patient involvement. The defect identified during functionality testing.